Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with a driveline fault alarm. The driveline had a clamshell in place from a previous repair. On (B)(6) 2015 the manufacturer¿s technical services representative conducted a percutaneous lead (driveline) distal end replacement. The driveline fault alarm reoccurred after approximately 30 minutes. Upon removal of prior placed aging rescue tape located near the exit site (above the driveline repair site), fluid was discovered between the outer wall of the bionate jacket and the inner wall of the silicone jacket. On (B)(6) 2015, the patient received a pump exchange. At the time of the exchange, it was reported that a pump end bend relief fracture was noted. There was no evidence of thrombus noted in the pump. The patient was reported to be extubated, sitting up and doing well the morning after the exchange.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of driveline fault alarms was confirmed based on the evaluation of returned lvad and the report of fluid drainage and a pump end bend relief was confirmed based on the submitted photo taken in the operating room. The photo from the o.r. Revealed the reported bend relief fracture. The damage appeared to be a circumferential fracture at the edge of the pump housing extending across the entire diameter of the pump end bend relief. The fracture would have allowed the reported fluid to enter the space between the silicone cover and the clear bionate and travel along the cable to the external portion of the percutaneous lead (lead). The lvad was manufactured prior to the enhanced design that was implemented. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The shielding and bionate were removed from the pump-end portion of lead and examination of the underlying wires revealed that the black wire was fractured, adjacent to the nipple of the pump housing. The conductors of these wires were exposed. Further examination under a microscope revealed that the conductors of the brown wire in this area near the nipple of the pump housing were also partially fractured within the wire insulation. The brown wire became fully fractured with applied force. The fracture of the conductors of the wires appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 6 years, 6 months.the device was returned for analysis. Evaluation is not complete.no further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
Additional information: the user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the intermacs registry stating: drive line fault alarm patient drive line twisted but intact hx shows a couple of dropped speeds to 9200 from set speed of 10000 along with drive line fault alarm; controller changed on (B)(6) 2015; thoratec rep notified (B)(6) 2015 persistent yellow wrench alarm; thoratec rep attempted repair & noticed drainage in driveline. Additional information also indicated: exchange; breach of integrity of drive line requiring repair.